Manufacturer narrative:
Result: frayed siderail cables.

Event description:
It was reported by service report that the side rail controls were not working. No pt involvement or adverse consequences were reported.